Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. PMA/ 510(k): enforcement discretion. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the neb kit w adapter sterile water 1000ml experienced failure to nebulize as a result patient's trach dried out and experienced thicker secretions. As an intervention, replaced vyaire system with f&k system.

Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 and h10. Result of investigation: samples received for evaluation. Vacuum test was performed and all samples failed the test. Therefore, reported defect was confirmed. Found broken o-ring upon removing the heatshell that caused the product to fail.